Manufacturer narrative:
It was not possible to match this event with any previously reported event.

Event description:
Long-term results of itb (intrathecal baclofen) therapy for children severe spasticity. (B)(4). Reported events: device infections were recognized in two patients and repeat surgery was required. Gastrostomy was performed in three patients after itb therapy was started but complications were not observed. Orthopedic surgery for progressive hip dislocation was required for three patients.